Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a left knee arthroplasty on (B)(6), 2014. Subsequently, the patient was revised on (B)(6), 2016 due to a collapsing bone.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent an initial left knee orthopedic salvage procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2016 due to bone collapse as the patient's bone had not responded to the compression construct. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "intraoperative or postoperative bone fracture and/or intraoperative pain."

Event description:
It was reported that a patient underwent a left knee arthroplasty on (B)(6) 2014. Subsequently, the patient will be revised due to a collapsing bone. No revision has been reported to date.